Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient developed an infection at the ipg site following surgery. X-rays confirmed a copious amount of fluid buildup and drainage at ipg pocket site. Patient also tested positive for staphylococcus infection. As a result, patient¿s scs system was explanted on (B)(6) 2018. Patient was given and antibiotics intravenously while in surgery.

Event description:
Additional follow up revealed that patient was referred to an infectious disease doctor for further follow up.